Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding product that is used in mel (mic ro-endoscopic laminotomy) procedure. It was reported that there was distorted appearance of image. Image found cloudy during inspection. There was no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of product:9560100, lotno:1824899r during inspection upon receipt, it was observed that the image was cloudy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility regarding an endoscope utilized for mel (micro-endoscopic laminotomy) procedure. It was reported that there was distorted appearance. There was no patient involvement. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.